Event description:
It was reported that(2) er320 were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the instrument would not fire. A note was on the box that stated "tips would not close". It is unknown how the case was completed. There was no consequences to pt.